Manufacturer narrative:
On december 4, 2020, the product investigation was updated with the following statements: during a visual inspection, the device was found to be ruptured, was received in three pieces and incomplete. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, mentor received additional information listing other symptoms that the patient experienced throughout the years. During an annual ob exam on (B)(6) 2014, while mammography the patient felt severe ripping pain in the right side/arm. Ob thought it was a tear in the pectoral muscle. About a month after, the following symptoms started: hair loss, full rashes and blisters, hypothyroidism, joint pain, inflammation, swelling, brain fog, vision changes, loss of eyelashes and eyebrows, migraines. By (B)(6) 2015 the patient was constantly sick. Six years of mammogram showed the implants intact, but upon explant on (B)(6) 2019, the right device was found to be ruptured. Four hour removal surgery and the surgeon was freaked out they spent all the time picking out free silicone. The doctor said it was the worse he'd seen and had been ruptured for a long time. During a (B)(6) 2020 MRI, they found free floating silicone. H6 patient code 3191: generalized illness. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6)2019, the product investigation was completed. Device investigation summary: during analysis of the sample, a rupture was identified. The device was received in three pieces and incomplete. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative assymetry. On (B)(6) 2019, the patient underwent surgery for a bilateral explantation and breast lift. During the procedure, the surgeon discovered that the right-sided implant was ruptured. The impacted product along with the left-sided device were explanted and the procedure continued as planned. The patient did not receive any replacement devices.